Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a shocking sensation around the ipg site. Reportedly, the sensation stopped with stimulation on. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg. Reportedly, the issue has resolved.